Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen was reproduced at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor printed circuit board (pcb). The processor pcb will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen during testing in the biomedical service department. There was no patient involvement. No additional information is available.